Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the device not working from the other implanted device. The mostly likely cause of the issue could be related to dexcom or other unknown cause. The hcp stated that it was unknown if the issue was resolved and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have a dexcom g7 implanted for their diabetes. Patient stated that during the time they didn't have the dexcom implanted, they noticed that the manufacturing device worked better. Patient then stated that when they got their shipment in and put the g7 device on, the manufacturing system seem to go back to not working so they decided when it expired again that they wouldn't put it back in to see what happened, which resulted with the manufacturing's device working much better from then on. The patient was redirected to their healthcare provider to further address the issue.